Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant procedure in operating room, after the sterile drape was removed, the patient's primary system controller and modular cable was noted to be bloody, with blood pooling within the connection of the modular cable and system controller. The patient's modular cable and primary system controller were subsequently replaced prior to transport to cardiovascular intensive care unit. No alarms or issues noted. Additional information provided that the patient did not bleed excessively during the implant, the patient experienced no symptoms, and the surgical procedure was not complicated or extended. The system controller and modular cable will return.

Manufacturer narrative:
E3 - occupation: corrected. Manufacturer¿s investigation conclusion: the reported event of blood contaminating the modular cable (lot number 10594934) was confirmed; however, blood was only observed on the controller connector side bend relief and outer jacket. Blood stains were observed up to ~6 inches from the system controller connector side. The modular cable was functionally tested and operated as expected. No alarms were produced when connected to a mock circulatory loop. The modular cable was manipulated to no effect. The controller connector was inspected and there were no signs of fluid ingress. The underlying jackets and cables were inspected and there was no further ingress of blood. Additional information states that there was no excessive bleeding during implant, there were no adverse symptoms as a result of the blood contamination, and the surgical procedure was not complicated due to the blood pooling. The system controller and modular cable were exchanged due to the blood contamination. A root cause for the contamination was due to the blood pooling near the controller connector during the implant procedure. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10594934) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), (rev. C), is currently available. Section 5, "surgical procedures" (under ¿unpacking¿), notes to use care when unpacking items, as several must be placed in the sterile fields. This section also provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. In addition, section 5 (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.